Event description:
Boston scientific received information that the patient implanted with this product reported a fever, skin irritation, and pus at the pocket site. An infection was suspected. There were no additional adverse effects reported.

Event description:
Additional information was received. This device remains implanted and in service. In addition, the physician did not feel the infection was due to the device.

Manufacturer narrative:
The pocket was cleaned and debrided. Follow ups were scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.